Event description:
Company representative has stated that the above listed device has been found to have loose screws in the adjustable caster housing. There are 2 sets of screws attached that are not being tightened during production. This may cause the caster journal to be loose and come out of alignment when used by a consumer. No injury.